Event description:
Reuse technician reports one incident of a blood leak that occurred at the onset of treatment with a CT 190g dialyzer. The leak was at the junciton of the body of the dialyzer and the header with the blood leaking down the outside of the dialyzer. Treatment was stopped and then resumed with new disposables and completed without further incident. Estimated blood loss was 10cc. There is no pt injury or medical intervention associated with this incident.